Event description:
Caller reported patient result of 220 mg/dl on accu-chek inform meter, and 33 mg/dl lab result obtained within 17 minutes. No action taken on 220 mg/dl result. No adverse event reported. New system sent to customer and return requested.